Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield broke off after use with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 2 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the safety shield snapped off after use.

Event description:
It was reported that the safety shield broke off after use with a bd vacutainer® eclipse¿ blood collection needle. This occurred on (B)(4) separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the safety shield snapped off after use.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10